Event description:
The customer reported a contained leak when using the unicel dxc 880i synchron access clinical system. The instrument was generating "blank deviation," "blank rate," "blank max deviation" and "cuvette water blank" errors. Upon troubleshooting the issue, the customer found liquid under reagent probe a indicating a possible leak. The issue was referred to a beckman coulter field service engineer. The operator wore a lab coat and gloves while operating the instrument. There was no report of operator exposure or injury. There was no report of erroneous test results. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced multiple parts to resolve the issue - collar wash waste valve, collar wash, and probe for reagent probe a - and also found a loose t-valve screw which allowed the t-valve to move as the drive assembly moved up and down. The screw was tightened. The fse also noted significantly dirty cuvettes - cuvettes were cleaned and replaced as needed. The fse does not know why the screw was loose and has no evidence that it was user induced, such as during maintenance or troubleshooting by the customer. The failure mode is unknown - multiple parts replaced and troubleshooting steps taken. (B)(4).